Event description:
As rn was attempting to place a PICC line, the left basilic vein easily accessed, guidewire inserted easily but while attempting to introduce the micro-introducer the blue catheter was used to attempt to dilate the vein without rn being able to advance the introducer. Upon inspection of the device, the rn noted the tip of the introducer appeared torn/sheared. The pt had no other palpable vein to access. Tolerated the attempt well and agreed to 2nd attempt the next day.